Manufacturer narrative:
Device manufacture date is unk. Passive tracking was found to be normal throughout the volume during functional testing. However, the psu failed the aak test at .59mm with above normal line separation of 1.75mm. The psu is out of calibration.

Event description:
A medtronic rep reported, the site's treon camera could not track any passive instruments. This event did not occur during surgery and no pt was present.